Event description:
Baby with significant ductus arteriosus into cardiac cath lab for embolization of ductus. Angiography effected without problem after right and left heart catheter and susequently, the attempt to embolize pda was felt prudent. Coil advanced over a catheter from arterial side with its tip in main pulmonary artery. Coil slowly and carefully extruded with proximal coil in pulmonary artery side of ductus. Upon release of device there was rapid embolization of the coil itself into the distal right pulmonary artery. Pt suffered no clinical consequences or change in status at this point. Subsequently put on supplemental o2. Attempts to retrieve were unsuccessful. After consult with family, procedure discontinued. Next day pt had open heart surgery for removal of coil & closure of pda. Did well, no sequelae noted.